Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a hospitalization for high blood glucose. She has been struggling with high blood glucose for several weeks. She was hospitalized on (B)(6) 2014 with a blood glucose of 188 mg/dl. She had ketones. She was not in an accident. Customer was kept in the hospital for observation. She was wearing the device when hospitalized. Customer is an american traveling in (B)(6) right now. Nothing further reported.